Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 29mm portico, tavi was selected for implant. During deployment, severe regurgitation was noted intervalvular. The physicians decided to do post dilation with a valver balton balloon. The regurgitation got worse and a new 29mm portico, tavi was successfully implanted. After the second portico valve was implanted, the condition of the patient got better and the regurgitation became mild the patient was reported to be in stable condition.

Manufacturer narrative:
An event of "severe regurgitation was noted intervalvular" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.